Event description:
A medtronic representative reported that the sphere pin holders on the ent registration probe can easily be unscrewed. There was no patient present.

Manufacturer narrative:
No patient info provided as no patient was involved in this concern. No lot # or sn is available at the time of this report. Device manufacture date not available at this time. RMA issued. The old reg probe was replaced by a new one.